Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. (B)(4)

Event description:
The system was explanted due to infection and erosion.